Event description:
It was reported during an operative laparoscopy on the initial firing of the atw35, the firing felt fine, but when the tissue was released the staples were completely malformed. A combination of clips and cautery was used for hemostasis. No blood replacement was required. The instrument was accidentally discarded. There was no consequence to the pt.